Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. The fse performed calibration and quality controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium on their dxc 600i clinical chemistry analyzer. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for five (5) patients.